Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and high threshold was noted on the left ventricle (lv) lead. Reprogramming was performed to resolve the issue and the lv lead remains implanted. The patient was in stable condition.